Event description:
A surgeon reported following an intraocular lens (iol) implant procedure, the lens has a mark/scratch versus indentation. The patient is now bothered by temporal flickering and wants the lens removed. The surgeon is planning an iol exchange. The surgeon assumes the patient's symptoms are coming from the mark on the iol. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).

Manufacturer narrative:
The product was not returned. Product evaluation: an attached photo was reviewed. A final determination cannot be made from this photo. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. An attached photo was reviewed. The photo is of poor quality. The light source for the photo has created a large area of photographic distortion captured in the photo. It is difficult to make a determination of damage without evaluation of the physical sample.